Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post magnetic resonance imaging (MRI) the right ventricular (rv) lead thresholds increased for up to 15 minutes. The rv lead remains in use. No patient complications have been reported as a result of this event.